Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 436 mg/dl. During troubleshooting, insulin did exit with manual prime, but received no delivery alarm. Customer was advised to do a complete infusion set change as reason for no delivery could not be determined without a set change. Customer was advised that reservoir would be replaced. No further information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.